Event description:
A customer reported to beckman coulter, inc. (Bec) that there was auto-gloss leak in the cta (closed tube aliquotter) of unicel dxc 600i synchron access clinical system. The customer was advised by bec customer technical support to use ppe before troubleshooting. The customer stated that the auto-gloss leaked down to the floor underneath the instrument and had to be cleaned up for safety reasons. No erroneous patient results were generated. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user. Cts auto-gloss, catalogue number: 657197. The product does not meet hazardous materials criteria and no potential health effects have been identified. However, there is potential that erroneous results be generated due to such leakage.

Manufacturer narrative:
Bec field service engineer (fse) visited the site on (B)(4) 2012. The fse noted that auto-gloss was dripping onto the base plate, and found pinched tubing under the wash buffer reservoir. It was the tubing from the auto-gloss bottle to pump inlet. The fse cut back the tubing and primed until air was out of the line. No further leaking was observed. (B)(4).